Event description:
The device was connected to a patient with disposable ECG/ defibrillator electrodes for use in advisory mode to analyze the patient's ECG rhythm. The patient was described as unconscious and unresponsive. According to the report, the device displayed a "connect electrodes" warning message and use of the defibrillator was inhibited. Approximately 68 seconds later, the device was successfully used to analyze the patient's ECG rhythm. No shock was advised. The patient was transported to the hospital where death was pronounced by a physician.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. A review of the patient event record from the device of the reported incident shows that the patient's transthoracic impedance initially measured 374 ohms. The device is specified to not recognize a patient connection until the transthoracic impedance is under 300 ohms. The record shows that the patient's impedance decreased gradually until the device recognized the connection and was then able to read and analyze the patient's rhythm. Root cause for the high patient impedance could not be determined. The disposable ECG/defibrillator electrodes used during the event were disposed of afterwards and, aside from the cardiac arrest, the patient's clinical condition before and during the event remains unk.